Event description:
Pt experienced swelling and skin necrosis on left foot during an "off-label" achilles tendonitis procedure. Physician used local anesthetic marcaine with epinephrine causing restriction of blood flow at treatment site. Also, pt appeared to have severe venous insufficiency problems in both feet which should have precluded the pt from treatment. Epos ultra device did not contribute to the adverse event.